Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump¿s sensor had needle anomaly and one electrode was not visible anymore. The customer blood glucose level was 8 mmol/l. Customer stated that the last two sensor failed due to calibration not accepted and sensor needle was bent. The device will not be returned for the analysis.